Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the 6fr introducer sheath was too close and the stent inadvertently partially deployed into the sheath resulting in the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). It was noted during the deployment of a 6x40mm absolute pro self-expanding stent (ses) that part of the stent was deployed within the 6fr introducer sheath. The stent was able to be manipulated by pulling the introducer sheath back while maintaining the stent positioning with the delivery catheter, and therefore, successfully deployed at the target lesion. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.